Event description:
It was reported that the patient had presented to the hospital for an implant procedure. After leaving the procedure room post-procedure, it was noted that the right atrial (ra) and right ventricular (rv) leads had dislodged, resulting in loss of capture and a significant drop in sensing, which led to under-sensing. The dislodgement of the ra and rv leads was confirmed via fluoroscopy. Both the ra and rv leads were explanted and replaced. The patient remained in stable condition.